Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. This account was a new conversion to ees products. This was the first procedure the surgeon has used this device [the (B)(6) following (B)(6) 2010 ((B)(6) 2010).] The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of a colon resection procedure, the patient had a leak 4 to 5 days post op. The patient was re-operated on and then the patient was in the hospital (B)(6) after the re-operation. The device was discarded. Additional information has been requested.